Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the event was a use error, further specified as an inappropriate bypass of the initial drain without a low drain volume alarm occurring. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the initial drain phase. The guide also states that "bypassing an initial drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2013 at 06:59:03. During night drain cycle one, the patient's ultrafiltration reading was 1234ml, indicating the home patient (hp) drained 1234ml more than their maximum programmed fill volume of 2000ml. No additional information is available.